Event description:
Revision because of loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported hip stem by depuy international bioengineering finds the disappearance of the hydroxyapatite, which is normal because, naturally the human organism integrates and absorbs this coating in the months which follow the establishment, it is noted a presence of osseous integration. The other reported devices were not returned for examination. Review of provided patient x-rays by depuy international do not confirm the reported observation as loosening is not indicated. It should be noted however, the review of the x-rays by rd team shows a possible wear of pe. A search of the complaint databases did not show any additional reports against the product and lot code combinations since their release to distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.